Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtm) to address the issues with the grip getting hot. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the evaluation. Failure analysis could not reproduce the failure event but confirmed that it occurred via field error logs. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The gimbal grip pads will be replaced as a precaution. There was no trouble found with the mtm2. A log review confirmed the sleeve gastrectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an issue with the left master tool manipulator (mtm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the left master tool manipulator (mtm) finger grips was getting hot. The surgeon switched to the other surgeon side console (ssc) to continue the case. The system did not have any errors. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the sr. Surgical technologist, the issue occurred during procedure and anesthesia had been administered. Ports had been placed. The system was functionality was checked upon powering on the system and the system initially powered on without errors. The surgeon did not experience any injury or harm and did not seek medical attention. Patient demographics were provided.

Event description:
Refer to h10/h11 for follow-up information.